Event description:
It was reported that during an implant attempt the lead had no pacing signal after being positioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual inspection noted some blood in the lead and damage from the implant procedure. Set screw marks were present on the connector pins, in the correct location (B)(4).